Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 10/14/2025 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested the following was obtained: did the reported issue contribute to any patient adverse consequences?- no - it was reported that 108 products are involved. Could you please confirm how many devices demonstrated the alleged deficiency?- I was told the surgeons have had a number of instances where the suture breaks at the needle. - what is the total number of procedures involved? Not available - have any of these events been previously reported to ethicon? If so, could you please provide the corresponding reference number(s)? No this is the first time this has been reported - could you kindly perform the follow-up attempt for the product return? Please ensure that the shipment tracking number is provided ¿ unfortunately, the sutures that were reported to have been defective could not be saved. The sutures from the same lot# were quarantined and returned to (B)(6) with the (B)(4) attached. (B)(4) eaches I am told - please provide the source or name of person providing answers to follow-up questions: (please refer to the attached mail). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a CABG procedure on (B)(6) 2025 and suture was used. The surgeons have experienced a number of instances where the suture breaks at the needle during a CABG procedure. The suture in question code 8702h were all from lot 105 lq1. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint #(B)(4) h6 component code: g07002 - no device problem found. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6, d9, h3. H3 investigation summary: the product was returned to eth for evaluation. Visual inspection and functional testing were conducted on the returned device. Two empty boxes and 117 unopened samples were received for analysis. The product code 8702h is double armed. As per the sampling plan, a visual inspection was performed on thirty-two samples. No external damages were observed on the packets, the swage and attachment area were as expected, and no anomalies were observed along the suture strand. The sutures were dispensed without problems and a functional test using instron equipment showed pull force results above the minimum requirements, with the device performing without any defect noted. No patient or user-related issues were identified, and the event described could not be confirmed as the device performed as expected. As part of eth quality process all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the samples were returned without detectable damage. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. Based on the results of this investigation , it was determined that the product met the manufacturing release criteria: since no malfunction was observed during the investigation. No corrective and preventive action (CAPA) is required now.